Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said she needs help with stimulator. Patient said her leg keeps hurting so bad and she wakes up and the thing is off and can't seem to keep it on like it used to stay on. Patient mentioned she had the flu last week and they kept saying what is wrong with their leg and they checked the stimulator and the lightning bolt was not in the box so they went up to the thing and checked it and it was on but it wouldn't stay on. Agent walked patient through how to use the controller and patient was able to increase stimulation to a comfortable level. Pt checked and the lightning bolt was still there, agent advised what buttons to use. The troubleshooting steps that were taken on the call resolved the issue. Pt will call back if she has further questions. Patient called back as the stimulation turned off again and the lightning bolt is not in the top left corner on their programmer. Patient stated their leg feels bad when the stimulation is off. Patient stated with previous agent they turned stimulation off then back on. Agent had patient re-sync programmer to implant then turn stimulation back on. Patient verified stim stayed on. Agent advised patient to just set programmer aside. Patient was re directed to healthcare provider if stimulation kept auto-turning off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked what the cause was of their stimulation turning on and off on its own, they stated that they were not sure. They stated that the steps that were taken to resolve the issue was that their doctor's office resolved the problem. They stated that they just needed a refresher of use.